Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right femoral artery. Arteriotomy was noted as greater than 8mm, moderate calcification throughout the vessel, posterior wall calcification, no tortuosity, and a deployment depth of 6.5. The IFU requires no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy to perform this procedure. Access was gained by micropuncture and ultrasound, positioned centrally. No issues were reported advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate. A post angiogram indicated a decreased blood flow at the manta access. Stenosis of the femoral artery has been identified as a potential adverse event associated to the deployment of vascular closure devices. Contralateral balloon inflations were applied, and a covered stent was deployed to address the stenosis. The root cause of the stenosis requiring a covered stent is likely due to an occlusive dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to manta or during the deployment.

Manufacturer narrative:
An investigation has been opened to review the device history record and risk documentation. A follow-up report will be submitted following the investigation.

Event description:
As reported, during a tavr procedure, manta was deployed and the angiogram revealed an area of slow flow at the access site. A wire was advanced from the opposing side, past the access site without issue. A 8x40 balloon was inflated and a covered stent was deployed. The final angiogram revealed normal flow. The patient current condition is reported as fine.